Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the system had a network failure. A technical support specialist informed the customer that, due to the lack of internet connection, the pharmacy would need to either issue a validation code or send out the medications directly. In such cases, the system reverts to requiring validation codes to ensure the request can be processed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system went offline. Customer tried to request a medication (bupren/nalox sl 8-2mg film c3) via rxverify, it did not allow because there was no internet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.